Event description:
It was reported that pump experienced repeated malfunction alarms identified as malf 12, with multiple prior occurrences on same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed until replacement arrived, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details.